Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
The patient had been in a car accident and was taken to the hospital where an MRI was done and the catheter was determined to be broken. On (B)(6) 2015 a dye study was done. The patient had experienced increased pain since the accident but did not know if the pain was a result of a change in therapy or the accident. The healthcare professional (hcp) "went in and still couldn't tell where it was broken. They had found a second lead from the catheter, hanging there." It was unknown if that lead was supposed to be there. It was later reported that the catheter was intact and not broken. The pump was used to deliver morphine. Additional information was received from a consumer. The pump's indication for use (IFU) was listed as non-malignant pain. The event date was (B)(6) 2015. The catheter "broke". In (B)(6) 2015 the patient was hit from the rear in a car accident and it was the suspected cause. Following the accident the patient experienced a sudden change in therapy with a return of "some of her pain". The dose was increased which didn't help, therefore troubleshooting of the catheter was done. Computed tomography (CT) scan and magnetic resonance imaging (MRI) were done of the catheter. The CT scan of the catheter was done (B)(6) 2015. It was unknown where the catheter was broken because, they were unable to aspirate the catheter and inject dye. A revision of the catheter was planned for (B)(6) 2015. The patient was happy with the pump therapy so she wants to get this resolved. The pump was delivering morphine 20 mg/ml (unknown dose).

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated following the inability to aspirate the catheter during the (B)(6) 2015 dye study, an x-ray confirmed the catheter was broken. The catheter was replaced on (B)(6)-2015. The damaged catheter was completely removed. At the time of the replacement, the patient was receiving morphine (30mg/ml, 6mg/day). The surgeon decreased the dose to minimum rate because he was unsure of how much drug the patient received. The patient was referred back to their managing hcp for dose adjustments. The event was considered to be resolved. The patient's status at the time of the event was stated to be alive with no injury.